Event description:
The customer was hopitalized with high blood glucose levels. Troubleshooting was performed and the pump passed all testing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this reort complete to the best of our knowledge.